Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 557 mg/dl. The customer stated that he cannot get his link and his pump to recognize each other. The customer stated that he took a correction via syringe. The customer declined to troubleshoot for his high blood glucose reading because it came down during bolus delivery.